Event description:
A malfunction was reported for a pump under warranty, with the incident occurring in sweden. The malfunction code displayed was 12-0x2071, and the code was resettable. The customer had already reset the pump within the last 24 hours, prompting a replacement of the pump. The impact on the customer¿s blood glucose level was unknown, as no specific values were provided. Technical support confirmed the replacement of the pump, provided storage mode instructions for transport, and instructed the customer to return the problematic pump using the pre-paid label and return box. The customer was informed of the need for pump replacement, though they declined to share the backup therapy to ensure continuous insulin delivery.